Event description:
It was reported that noise had been observed on the atrial lead of an asymptomatic patient. The source of the noise could not be determined. No programming changes were made due to a preexisting condition of the patient. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.